Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields: g1, h4. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. The unit was tested for approximately one hour and kept under observation for the next three days. The fse replaced the drive manifold assembly (0104-00-0018), but the problem persisted. The fse checked the system with a working solenoid driver pcb and the fault was rectified. The fse replaced the solenoid driver pcb (670-00-0639e) and kept the unit under observation for the next week. The fse again replaced the drive manifold assembly and once again, the unit was kept under observation. The fse determined that the unit was working properly. All functional tests were performed and the unit was returned to the customer. The fse recommended that the 5000 hr pm kit and safety disk be replaced as both parts exceeded their life span.

Event description:
N/a.

Manufacturer narrative:
The date received by mfg (g4) entered in the initial emdr was incorrect. The correct g4 date is 16mar2021.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. The fse re-adjusted the safety disk properly, as well as checked all system function tests successfully. The fse tested the unit for approximately two hours and was unable to find any issues with the iabp unit. Moreover, the iabp unit was kept under observation for the following three days. Upon returning to the customer site, the fse found that the reported issue was ongoing. The fse replaced the drive manifold assembly, but did not resolve the issue. The fse suspected and then confirmed there to be an issue with the solenoid driver pcb, when checking it with another working iabp unit. The fse then replaced the solenoid driver pcb which appeared to have resolved the issue. However, the fse kept the iabp unit under observation since it was an intermittent issue. Upon returning again, the fse was advised that the issue was ongoing, at which time, the fse replaced the drive manifold assembly, again, which finally resolved the issue. It was later determined that the re-occurrence of the reported issue was possibly caused by a loose connection between the solenoid driver pcb and drive manifold when the drive manifold assembly was replaced the first time. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service, with the recommendation to replace the 5000hr pm kit and safety disk, as both parts have exceeded its' life span. Repairs related to the consumable parts are ongoing and pending customer's approval. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) intermittently alarmed low vacuum. No patient harm, serious injury or adverse event was reported.